Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the (B)(4). The investigation determined that the returned device had a broken non-return valve (nrv) elbow. This issue would not allow the device to complete its internal self-test in any valve configuration. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The device was not in use when the fault occurred, therefore, there was no patient involvement. (B)(4).

Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service. The evaluation confirmed that the device failed its internal self-test. The device was returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).